Event description:
It was reported that the implantable neurostimulator (ins) was overdischarged. The patient had been traveling and had not charged during that time. The patient last felt stimulation 2 to 6 months prior to report. A physician-mode-recharge was conducted and the ins was charging normally. Stimulation had been good prior to the patient's trip, thus no therapy issues were anticipated. The patient was reprogrammed and coverage was obtained everywhere except in the patient's fingers. Impedances were within normal limits. X-ray indicated the lead had moved. The patient had not fallen or endured any trauma.

Event description:
Additional information received reported the patient could get 6 bars coupling and he was getting about 70% pain relief. Telemetry issues were reported. The patient had compliance issues with recharging so they were considering replacing the rechargeable device with a non-rechargeable device. A lead revision was also considered as the most proximal electrode on the surgical lead appeared to have pulled out of the epidural space. The ins was located in the patient's right chest. A revision was done and the lead was replaced. The patient was able to recharge 100% before surgery with 6-8 coupling bars. The patient had 100% pain coverage post-op. Impedances were all within normal limits.

Manufacturer narrative:
Product ID 3986a, lot# n254944, implanted: (B)(6) 2011, product typ lead; product ID 37752, serial# (B)(4), product typ recharger; product ID 37743, serial# (B)(4), product typ programmer, patient; product ID 37092, lot# 273040001, implanted: (B)(6) 2011, product typ accessory; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ extension. (B)(4).